Event description:
Retained angiocath required surgical removal on 8/29/97 at. Upon removal of 18 gauge angiocath from right anticubital area, the angiocath was noted to be broken almost at the base of the catheter. The angiocath had been inserted on 8/26/97 at 2200.